Event description:
Reportedly, the patient was on an insulin drip of 100cc/hr. The pump dumped 75cc in a short amount of time, approx 40 minutes. Patient had to be admitted. Patient was a female approx (B)(6).

Manufacturer narrative:
The device evaluation is underway; results will be reported when the evaluation is completed.